Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since one was not requested. The hotline representative obtained the viewer data from the dl2000 which showed that the dl2000 had uploaded the correct demographics and results (i.e. The dl2000 did not merge the pt's results). However, an extraneous carriage return character was found in the data stream uploaded from the dl2000 in the pt's hemolysis index result stream. This may have caused the lis to reject the data stream. In response, the dl2000 would have continued to try to send the stream to the lis, and it is quite possible that some of the results from the pt managed to merge into other pt demographics at the lis. The customer was advised to contact their lis provider, since the dl2000 had uploaded the correct pt info and results to the lis. This event was not malfunction of the dl2000, but the root cause could not be determined. This is one of 3 medwatch reports being submitted since 3 erroneous pt results were reported out of the laboratory due to this event. The associated reports are listed below: 2050012-2011-08295, 2050012-2011-08296. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, incorporated (bci), and reported that the datalink/dl2000 data manager system had given erroneous results for total bilirubin (tbil) and potassium (k) for three pts and the results were reported out of the laboratory. The results had been generated on the dxc 800 instruments, transferred to the dl2000 system and uploaded to the lis system of the customer (i.e. Meditech lis system). The outcome was that three pts' results were mixed up with one other pt's results. When the error was found, samples tests were repeated and corrected reports were issued. There was no report of death or serious injury, but it is unk if there was any change to pt treatment associated with this event.